Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing difficulty charging the ipg as well as difficulty in communicating the ipg to the remote control (rc). The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted device will not be returned as it was discarded by the medical facility.